Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) has been confirmed. Upon investigation, the rear response button was non-functional. The cause for the defective response button was an open connection due to a crease in the response button ribbon cable. The root cause for the creased response button ribbon cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor had non-functional response buttons.